Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The lesion was located in an unspecified vessel. Upon attempting to treat the lesion, the 2.25mm x 12 mm apex monorail balloon catheter was advanced to the lesion and ruptured at unk atms. The balloon catheter was removed from the pt without incident. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. The pt's status was reported as "good". Multiple attempts to obtain additional info have been unsuccessful.